Event description:
It was reported that the pump housing was cracked after being dropped. There was no adverse impact to the customer's blood glucose level. The customer could no longer use the pump for insulin delivery, and technical support arranged for a replacement pump to be sent. The customer reverted to an alternate method of insulin therapy.